Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was to inquire about eligibility of MRI of abdomen. Agent reviewed MRI scanning guidelines and walked patient through successfully activating/deactivating MRI mode. Full-body eligibility confirmed. Patient went on to say they didn't think their therapy has been helping much since they got it implanted. Patient said in the morning, it seems to be worse. They get out of bed and leak on their way to the bathroom. Patient said they always have to wear pads and commented that they've had some utis lately, along with one they got after surgery. Patient also commented they thought their flow was better after hernia surgery in march of this year. Uncertain if utis are related to ins. Agent suggested patient follow up with managing hcp for discussion about whether or not hernia/utis relate to urinary symptoms. Agent reviewed option to adjust therapy settings and that it could be done over the phone or in the office with managing hcp/mdt rep. Patient did not request assistance with adjusting therapy over the phone. Additional information was received from the patient. The patient called back and mentioned previously reported information regarding their therapy not helping with their symptoms. The patient stated that their therapy was not helping 100% with their urinary urge and incontinence. The patient added that they weren't sure if they were having at least 50% reduction of symptoms, and that they were a little concerned that their feeling their stimulation pulsing more than they did before in their front area. The patient mentioned that they saw their manufacturer representative (rep) in february along with their healthcare provider (hcp), but when their hcp adjusted their therapy settings, the stimulation wasn't as strong as it was. The patient confirmed that they had no recent falls, traumas, or changes in activities, and that they hadn't spoken with their rep since february. The patient also mentioned that they had to get an MRI on june 6th but did not clarify if they needed the MRI because of their implant or not. The agent reviewed MRI mode, MRI compatibility, and general therapy information, then walked the patient through connecting to their ins to decrease their stimulation. The patient still felt the vibration after decreasing their stimulation. The agent then had the patient turn their therapy off and the patient confirmed that they still felt the vibration in their front area. The agent redirected the patient to their hcp to further address the issue. The patient would keep their therapy turned off in the meantime to observe symptoms.